Event description:
It was reported that during a ureteral balloon dilation procedure, the inflation device did not register pressure correctly resulting in the balloon being overpressurized. The balloon reportedly burst and doctor noticed a tear in the ureter due to leakage of contrast media. Manometer indicated 3-4 atms at the time of the rupture. The pt had stoma in ureterocutaneous fistula and had ureteral stricture. The same event occurred twice on same pt using same inflation device. Device supplied with 887610 was used to pressurize both balloons. The ureteral tear was treated by inserting an 8 french ureteral stent to drain urine until the ureter heals.